Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blood glucose was in 500 mg/dl and then with in hour 600 mg/dl range. Customer¿s blood glucose level was 240 mg/dl at the time of incident. Customer was treated with insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Trouble shooting was performed for the issue. Displacement test was performed and first time it failed with a max fill reached alarm and the second time it passed with no reservoir alarm. The reservoir will not and insulin pump will be returned for analysis.